Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A bilateral salpingectomy was performed around 2 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, that a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. In (B)(6) 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("heavy menstrual bleeding"), dyspareunia ("painful intercourse") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy was performed on (B)(6) 2016.). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, headache and procedural pain outcome was unknown. The reporter considered pelvic pain, menorrhagia, dyspareunia, headache and procedural pain to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results: on (B)(6) 2014 hysterosalpingogram was performed to confirm the essure placement. Company causality comment: this non-medically confirmed spontaneous legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe pelvic pain. A bilateral salpingectomy was performed around 2 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure consumer presented the event. Given its nature, a causal relationship with essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 898929, b76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement procedure: had to receive additional fluids during procedure related to difficulty placing coils" on (B)(6) 2014. The patient's past medical history included drug allergy, nephrectomy, multigravida, parity 3, loop electrosurgical excision procedure, nephrectomy (as a child) and exploratory operation on (B)(6)2015. Concurrent conditions included anxiety, chronic kidney disease, wisdom teeth removal and human papilloma virus infection. Concomitant products included citalopram hydrobromide (celexa) from 2015 to 2016. On (B)(6)2014, the patient had essure inserted. In march 2014, the patient experienced weight increased ("weight gain/ gained 20 pounds from placement to removal"). On the same day, the patient experienced complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure: had to receive additional fluids during procedure related to difficulty placing coils"). In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia) heavy bleeding"), headache ("headaches"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2014, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2015, the patient experienced depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), oxycodone hydrochloride (roxicodone) and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6)2016. In september 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). In 2016, the pelvic pain, nausea and fatigue had resolved. At the time of the report, the genital haemorrhage, dyspareunia, headache, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, dysmenorrhoea, vaginal haemorrhage and complication of device insertion outcome was unknown, the menorrhagia and procedural pain had resolved and the weight increased was resolving. The reporter considered complication of device insertion, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on (B)(6)2014: total bilateral occlusion on (B)(6)2016, pathology test revealed fallopian tube(s): no diagnostic abnormality. Ovary/ovaries: not present. Current weight as of (B)(6)2018 was 252 lbs. Approximate weight at the time of essure placement 230 lbs. On (B)(6)2014, test was hysterosalpingogram (hsg) and result was total bilateral occlusion and received result on (B)(6)2014 essure in place and can resume sexual intercourse. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dyspareunia (painful sexual intercourse), pain pelvic pain, abnormal bleeding (menorrhagia) heavy bleeding were clubbed with previously reported events. Events genital haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, nausea, dysmenorrhoea, weight increased, fatigue, vaginal haemorrhage, complication of device insertion and device insertion difficult were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (batch no. 898929, b76526) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "complications or problems that occurred at the time of your essure placement procedure: had to receive additional fluids during procedure related to difficulty placing coils" on 19-mar-2014. The patient's past medical history included drug allergy, nephrectomy, multigravida, parity 3, loop electrosurgical excision procedure, nephrectomy (as a child), exploratory operation on 10-sep-2015, back pain and painful urination. Concurrent conditions included anxiety, chronic kidney disease, wisdom teeth removal, human papilloma virus infection, pap smear abnormal and anxiety. Concomitant products included citalopram hydrobromide (celexa) from 2015 to 2016. In march 2014, the patient experienced weight increased ("weight gain/ gained 20 pounds from placement to removal"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced complication of device insertion ("complications or problems that occurred at the time of your essure placement procedure: had to receive additional fluids during procedure related to difficulty placing coils"). In may 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding/ abnormal bleeding (menorrhagia) heavy bleeding"), headache ("headaches"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In june 2014, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2015, the patient experienced depression ("depression"). In september 2016, the patient experienced procedural pain ("suffered a painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with ibuprofen (motrin), oxycodone hydrochloride (roxicodone), ibuprofen and surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. In 2016, the pelvic pain, nausea and fatigue had resolved. At the time of the report, the genital haemorrhage, dyspareunia, headache, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, depression, migraine, dysmenorrhoea, vaginal haemorrhage and complication of device insertion outcome was unknown, the menorrhagia and procedural pain had resolved and the weight increased was resolving. The reporter considered complication of device insertion, cystitis, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since having the surgery, her symptoms were mostly resolved. There were 3 coils noted on the right side and she coils noted on the left side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.3 kg/sqm. Hysterosalpingogram - on 10-jul-2014: total bilateral occlusion ultrasound scan vagina - on 23-oct-2014: bilateral essure appear in proper location on 08-sep-2016, pathology test revealed fallopian tube(s): no diagnostic abnormality. Ovary/ovaries: not present. Current weight as of 27-feb-2018 was 252 lbs. Approximate weight at the time of essure placement 230 lbs. On 10-jul-2014, test was hysterosalpingogram (hsg) and result was total bilateral occlusion and received result on 10-jul-2014 essure in place and can resume sexual intercourse. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.